Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation, the white pulse wire running from the distribution node to the front therapy electrode was shorted. This caused the intermittent adjust belt messages. The root cause for the shorted white pulse wire cannot be positively determined. In addition, the trunk cable was pulled from the distribution node. The root cause of the pulled cable was unable to be positively determined, but was likely caused by strain relief. No adverse event resulted from the shorted wire or damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's brother called zoll customer support to report that he was receiving constant check belt/check therapy pad alarms. The pt was issued a replacement electrode belt.